Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator suddenly changed modes by itself and stopped delivering breaths. The customer advise there was no patient harm associated with this event. The customer stated they attached a test lung to the circuit and the vent still did not respond with breaths.